Event description:
On (B)(6) 2009, the patient reported that, while changing the insulin cartridge of her infusion device, she accidentally spilled a small amount of insulin into the cartridge chamber. She stated, she noticed the insulin when inserting the new cartridge. She said there is no leak in the system. The patient was advised to dry out the chamber with a cotton swab. On (B)(6) 2009, the patient called back and stated there is still a moisture in the cartridge chamber. She switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.